Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Evaluation flow rate tested the device at a volume and rate found during a review of the event history log and observed the pump to be infusing within specification. The device was determined to meet all product specifications related to the reported event. The reported pump is not delivering the correct dosage was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not delivering the correct dosage during therapy (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.